Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was unknown. Customer believes that issue was with reservoir and infusion set. Customer reported that customer pre-fills reservoir and stores them and does not keep plunger. Customer was advised against this method due to chemicals in the plastic. Customer was awaiting replacement of reservoirs.